Event description:
It was reported that the wrench and screw kit had external packaging that had shown deep brain stimulator labeling but the internal manuals stated that the kit was only for spinal cord stimulation. Additional information received reported the packaging was possibly available for return.

Manufacturer narrative:
Analysis of the accessory packaging, product #3550-02, found no anomaly. The product was received in the tray with the sterile tyvek seal intact. The label on the accessory tray did not specifically indicate which therapy it was used for and the outer box or instruction sheet was not received for analysis. Therefore the reason for return could not be confirmed.

Event description:
Additional information received reported that the packaging would be returned and the devices within it were not used. Later that day it was noted that the product was not even opened.

Manufacturer narrative:
(B)(4).